Event description:
It was reported that a button was unresponsive on the customer's insulin pump while the customer was trying to change basal rates. The issue seemed to have resolved by itself. The customer's blood glucose was 8 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.